Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tissue rearrangement of genitals and resection of two fibroepitheliomas of the labia minora/benign neoplasms. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent revision on (B)(6) 2013 due to erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision and right salpingo-oophorectomy on (B)(6) 2013 by dr. (B)(6) at (B)(6) due to chronic pelvic pain and erosion. No additional information was provided.